Event description:
The customer obtained a discordant high weed panel result for allergen specific ige on an immulite 2000 instrument. The individual allergens were negative for the same patient sample. It is unknown if patient results were reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant allergen result.

Manufacturer narrative:
A siemens global product support (gps) specialist contacted the customer site. The patient sample was obtained from the customer for in house testing by siemens technical operations. Technical operations confirmed with the customer that the results obtained in house were the same as observed by the customer. The customer contacted gps confirming that they have not had any more complaints and no further assistance was needed. The cause of the discordant results between the weed panel and the individual allergens is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.